Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using the lifestream. During insertion, the stent advanced ahead of the balloon markers. A snare catheter was used to retrieve the dislodged stent but was unsuccessful from the superior approach. A femoral sheath was then placed to capture and remove the stent. A large caliber introducer was required, and after multiple attempts and an additional two hours, the stent was successfully retrieved, with significant bleeding from the access sites. The procedure was completed using another device. The patient decompensated, required a blood transfusion, and experienced instability in the procedure room. The patient was said to be recovering.